Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of excessive fatigue and shortness of breath. After an echo-cardiogram, it was found that the patient had significant tricuspid regurgitation due to the current right ventricular (rv) lead and the previously capped rv lead crossing the valve. The capped rv lead was explanted and the active rv lead was repositioned and remains in use. The patient is a participant in the product surveillance registry clinical trial. No further patient complications have been reported as a result of this event.